Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing coughing, headaches, dizziness, and nose irritation. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device were completed by the manufacturer. The manufacturer found dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and air path, suggesting a source external to the device. The manufacturer also found evidence of liquid ingress on the blower and blower box enclosure. The device's downloaded event log was reviewed by the manufacturer and found two instances of continue error e-53, five instances of continue error e-101. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges waking up coughing, with headaches, dizziness and nose irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.